Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified during a visual inspection. The device was found out of specification in relation to the reported 'screen is going in and out' which was reproduced during evaluation. The cause was determined to be a failing liquid crystal device (lcd) component. The lcd was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the screen going in and out showing a white screen. There was no patient involvement. No additional information is available.